Event description:
Boston scientific received information that this right and left ventricular leads were fractured. In addition, there were out of range high pacing impedances and a loss of capture reported. No adverse patient effects were reported.

Manufacturer narrative:
Both leads were later explanted. The left ventricular lead was reported to be crushed at the pocket.

Manufacturer narrative:
The patient was to have a revision scheduled. All available information indicates that the product remains in service. This investigation will be updated should further information be provided.